Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: event date - (B)(6) 2018. Procedure name: patient consequences/ae report if any? - no consequences. Any medical / surgical intervention performed or planned due to the post-op event reported? - no. If a surgical intervention was performed, provide surgical/operation notes. ¿ n/a. Was procedure completed successfully and how? ¿ yes. He used a new suture. Qty involved? - one suture. Sample return, if any? No suture to return. Patient current condition? - well.

Manufacturer narrative:
(B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. A suture broke at the tying stage, not at the knot. No patient consequences.